Manufacturer narrative:
(B)(4). On 19-aug-2015, the customer stated the therapy table top was misaligned and no longer in the centre of the gantry as a result of a collision with a patient gurney by the customer on a big bore oncology system. A philips quality assurance analyst confirmed there was no harm to a patient, operator, or bystander and there was no mistreatment of a patient due to this event. The philips fse arrived on site and evaluated the system. The fse confirmed that the table top was not broken or damaged, only the screws connecting the therapy top to the couch were loose. The fse adjusted the screws so they were tight and re-aligned the therapy top to resolve the issue. Philips service then performed a system check, visual check, functional check, and image quality check (all results passed) prior to handing the system back to the customer. There was no part replacement. After service, there have been no further recurrences of this issue at the site. CT engineering investigated the issue and determined that the issue is of acceptable risk. The following mitigations are applicable in this case: front captured in bayonet hole. IFU warning to check alignment if the top has been impacted with significant force. Recommendation to check alignment daily in IFU . The fse adjusted the screws so they were tight and re-aligned the therapy top to resolve the issue. The screws connected to the therapy top and couch came out of the therapy top due to collision with the patient gurney.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that the CT table was misaligned and no longer in the center of the gantry as a result of a collision on a bigbore oncology system. A philips quality assurance analyst confirmed there was no harm to a patient, operator, or bystander as a result of this issue. Philips service evaluated the CT system and determined the therapy top was loose and misaligned at the level of the head due to a collision with an object. The philips fse replaced and adjusted the screws so they were tight and re-aligned the therapy top to resolve the issue. Philips service then performed a system check, visual check, functional check, and image quality check (all results passed) prior to handing the system back to the customer.